Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas 6000 e 601 module. The initial result was 14.45 ng/ml. On (B)(6) 2022 the repeat result was 3.30 ng/ml. The questionable result was not reported outside of the laboratory. The vitamin d total iii reagent lot number was 58005501 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The customer recalibrated after receiving the low result of 3.30 ng/ml. The customer also replaced the reagent pack with a different reagent pack with the same lot number(58005501). Calibration was last performed on (B)(6)2022 and (B)(6)-2022. Calibration data from (B)(6)2022 was acceptable. Calibration data from (B)(6)-2022 showed signals that were both higher and lower than expected. The qc data provided from (B)(6)-2022 and (B)(6)2022 was acceptable. The customer used 13 mm sample tubes with no rack adapter. Product labeling states: "if immunoassays are requested, cup adapters must be used for sample tubes with an outer diameter of 13 mm or less." An "abnormal sample aspiration" alarm was identified on the alarm trace data occurring on (B)(6) 2022. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.